Event description:
Reportedly, the patient received external shocks to resuscitate. The pacemaker could not be interrogated anymore. It will be explanted and returned for analysis.

Event description:
Reportedly, the patient received external shocks to resuscitate. The pacemaker could not be interrogated anymore. It will be explanted and returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed damage due to external shock.

Event description:
Reportedly, the patient received external shocks to resuscitate. The pacemaker could not be interrogated anymore. It will be explanted and returned for analysis.